Event description:
This device was attempted but not implanted due to long charge times. There are no adverse events reported for this patient. Should add'l info become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status bol. A number of 7 charging cycles was documented. The returned programmer print-outs as well as the memory content of the device have been analyzed. During the inspection of the returned iegm's, the clinical observation could be confirmed. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Next, a dft-test was performed, and the device successfully charged and delivered the 1j induction shock followed the 15 j defibrillation shock. The specified energy level was reached, the charge time was normal. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.